Manufacturer narrative:
Summary of eval: eval of this event cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded by the customer.

Event description:
Twist drill bent at a 90 degree angle and lacerated the pt's lip. The pt was sutured and is now fully active.